Event description:
The physician positioned the resolute integrity stent at the lesion site and attempted to inflate the balloon of the device. The balloon could not be inflated higher than 2 atm's. The device was removed. Another balloon was used to successfully inflate the stent. The physician commented that it was possible the balloon ruptured on the way to the stenosis. The device was returned to the manufacturing facility for evaluation and a balloon leak was observed. Device evaluation: the distal tip was flared and slightly damaged. The transition tubing was slightly stretched and twisted immediately proximal to the guidewire entry port. Negative purge was performed and a constant stream of air bubbles was observed confirming the presence of a leak in the device. A short radial tear was located on the distal balloon cone over the distal end of the inner shaft marker. A scratch was evident on the surface of the balloon, distal to the tear.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (balloon rupture). (Root cause of the reported event was most likely procedural related).